Event description:
There was a short delay in the procedure.

Manufacturer narrative:
Corrected data: outcomes attributed to adverse event: other serious (important medical events) was checked in error, there was no adverse event reported. There was a short delay in the procedure. (B)(4). (B)(6). Date received by MFR MDR follow up #1 - 07/20/2014 (date inadvertently left blank). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturer report number should have been 3006695864.all pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Account reported that vitrectomy was not working with the system. Customer tried 3 different cutters before switching to the backup system and the last cutter tried (in the original system) worked on the backup unit. Case was completed, patient had minor discomfort at 1 day visit.

Manufacturer narrative:
Manufacturing year is 2008. Field service specialist visited the account and checked the system. He was not able to duplicate the problem reported. He performed a full system calibration and functional test with no errors or issues to report. System meets amo specifications. Placeholder.